Event description:
Customer reports that device will not retract while using the softclix lancet device after firing. Customer was able to get a finger stick. Customer states no injury was involved. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.